Event description:
Boston scientific received information that during a follow up visit, this device revealed one year battery longevity remaining with a magnet rate of 90 bpm. Three months earlier similar longevity indicators were displayed. However, nine months earlier, longevity remaining was one year with a magnet rate of 100 bpm. There was concern regarding the battery longevity indicators as there was no change in the remaining longevity between the nine-month visits. This device remains implanted and in service. No adverse patient effects were reported. The patient with this device is pacing dependent.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.